Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Furthermore, the patient felt her chest tightening and went to the hospital and got admitted to the intensive care unit. Review of ventricular episodes found the patient had anti-tachycardia pacing (atp) which did not convert and shocks. It appears there is (af) with rvr, then it speeds up or there is a dual arrythmia again, this happens again, and therapy is exhausted. Technical services (ts) discussed that it looks like the patient has different multiple arrythmias, and atp is not effective. Ts recommended discussing it with the physician and to consider adjusting the programming. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the following field h6 impact codes.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Furthermore, the patient felt her chest tightening and went to the hospital and got admitted to the intensive care unit. Review of ventricular episodes found the patient had anti-tachycardia pacing (atp) which did not convert and shocks. It appears there is (af) with rvr, then it speeds up or there is a dual arrythmia again, this happens again, and therapy is exhausted. Technical services (ts) discussed that it looks like the patient has different multiple arrythmias, and atp is not effective. Ts recommended discussing it with the physician and to consider adjusting the programming. At this time, the device remains in service. No additional adverse patient effects were reported.